Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected lower range. Auto lead diagnostics shows atrial lead warning on 2013-07-18. Atrial lead impedance is less than 200 ohms throughout record.

Event description:
It was reported that there was an atrial lead warning. It was noted there was low impedance. The lead will be monitored and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product ID: e2dr31 implantable pulse generator (ipg), implanted: (B)(6) 2008; product ID: 4024 implantable pacing lead, implanted: (B)(6) 1995. (B)(4).